Event description:
It was reported that the patient¿s lead migrated. The patient lost paresthesia in this left leg and had less than 50% therapy relief at the lead location. Impedance testing and reprogramming was performed. The migrated lead was replaced with a new one. The product issue was resolved. The patient had good stimulation to the left leg and back at the post-op programming session.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) was unsure of the specific cause of the event. Following the replacement the patient was receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).